Event description:
It was reported that the programmer displayed an error code when the caller went to interrogate a patient's device. The code was displayed after the programmer said "emergency key is available". Another programmer was used to complete the interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).